Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient would like to have the stimulator taken out because they had been having ¿problems¿ with it for several months. This was also described as four to five months. The patient stated that their current pain management healthcare professional (hcp) referred the patient back to the primary care hcp because the procedure would be performed at a specified hospital. The hcp that the patient was referred to wanted to know when the patient was implanted, who the hcp was that put it in and if they were a ¿neuro doctor.¿ the patient stated that a manufacturer representative would need to be arranged through the office of the referred hcp. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.